Event description:
It was further reported that the patient presented for a consultation with symptoms suggestive of exertional angina. Due to the high probability of obstructive coronary artery disease, it was recommended that the patient undergo coronary angiography. Access was obtained via the right femoral artery and coronary angiography revealed severe obstructive disease and 90% stenosis in the proximal to mid left anterior descending artery (lad). A 2.75x32mm taxus express2 stent was direct stented in the lesion and post dilation was performed with a 3.0x20mm quantum balloon at 20atms. There appeared to be a good result with normal flow and the patient was asymptomatic. The patient was discharged home the following day in stable condition on plavix, atenolol, glyburide and aciphex. Eight months later, the patient underwent knee replacement surgery and it was noted that he had stopped taking plavix five days prior to surgery. Two days after surgery, the patient began complaining of chest pain and an EKG showed st-segment elevation anteriorly with a transient episode of atrial fibrillation. The patient was brought to the cardiac catheterization lab seven days later at which time it was found that the lad was occluded at the site of the previously placed taxus express2 stent. There was evidence of a large anterior apical distal inferior wall area by akinesis with an ejection fraction of 20%. The lad occlusion was treated with two non-bsc stents. The following day the patient underwent implantation of an implantable cardioverter-defibrillator. The patient remained in sinus rhythm and was discharged from the hospital two days later. Two months later the patient began experiencing intermittent left-sided chest pain. Angiography showed a patent lad stent; however, intra-atrial ECG showed atrial flutter with av-block and moderate mitral regurgitation.

Event description:
It was reported that post a drug eluting stenting treatment procedure, where a taxus express2 stent was implanted, thrombosis and a myocardial infarction occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records could not be reviewed because the batch number is unknown. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.